Event description:
Boston scientific initially received information that the patient implanted with this implantable cardioverter defibrillator (ICD) developed a hematoma. It was later reported that this ICD, defibrillation lead and non-boston scientific transvenous lead were to be explanted due to a patient infection. No further adverse patient effects were reported.

Manufacturer narrative:
Information suggests this system remains in-service. Should additional information become available, this event will be updated.